Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance twice due to low blood glucose. On (B)(6) 2017 the customer had blood glucose in the 30 mg/dl range at the time of the incident. The customer was given glucagon to treat. The customer experienced symptoms such as falling from a chair. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer would call back. The customer has also been going high particularly at dinner. The insulin pump will not be returned for analysis.